Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to emergency room with syncope. The lead had a polarity switch occur from bipolar to unipolar pacing. From another device report noise was observed in the ventricular high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.